Event description:
Philips received a complaint on the dfm100 device indicating that the therapy test failed. There was reportedly no patient involvement. The rse evaluated the device remotely. It was determined that this was a malfunction of the capacitance the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.